Event description:
A posterior needle tip and posterior foot separation were found during evaluation of the returned device. The location of the detached needle tip and foot are unknown.

Manufacturer narrative:
B3: estimated date. Visual inspections were performed on the returned device. The unspecified failure was confirmed as a foot separation due to a needle deflection. The location of the needle tip and foot are unknown. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device via 6fr sheath was attempted in a calcified unspecified vessel using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, an unknown device malfunction occurred with the proglide device. The tavi procedure was completed. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.